Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump does not inflate.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubing and strain relief of the pump. No functional abnormalities were noted with the pump. No visual or functional abnormalities were noted with cylinders 1 and 2. The information received indicated "the pump cannot to do inflate." However, because no functional abnormalities were noted with the returned components, quality was unable to confirm the reported event based on examination of the returned components. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2286157.